Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown, unknown head, lot #: unknown; item #: unknown, unknown stem lot #: unknown; item #: unknown, unknown liner lot #: unknown; 00625006530, bone scr 6.5x30 self-tap 64594216. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2020-00287.

Event description:
It has been reported patient underwent right hip arthroplasty. The cup migrated and the patient subsequently dislocated less than two weeks later. The patient was then revised the following day. Upon examination, it was determined that the screw passed through the cup fixation hole during the initial implantation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Radiograph review identified: right total hip arthroplasty with possible penetration of the acetabular screw through the acetabular cup. Superior dislocation of the femoral head with migration of the acetabular cup lateral to the hip. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.